Manufacturer narrative:
The pump passed the displacement test. The pump gave an alarm during the self test due to a faulty component on the remote frequency board. The pump had minor scratches on the lcd window, a cracked reservoir tube lip, scratches on the reservoir tube window, a cracked reservoir tube, cracked battery tube threads and a loose/shifted end cap sticker. The pump also had moisture damage on all electronic assemblies.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump alarm a64. Customer's blood glucose was unknown mg/dl. The customer stated alarm did not occur during the rewind/prime sequence. The customer was advised to disconnect and remove reservoir from the pump. The customer was advised to program a normal bolus into the air and bolus amount was recorded in the bolus history. Customer stated ta temp basal was not programmed before the alarm occurred. The customer was advised that the device would be replaced.